Manufacturer narrative:
The investigation confirmed the reported condition. The cockpit screen reboot and once the cockpit user interface is restored, the ¿last case¿ button enables users to retrieve all prior settings and proceed without any data loss. During the reboot, the gas blender defaults to values set by the user during profile configuration and flows can be easily readjusted through gas blender user interface. In certain scenarios, the gas blender might switch to standby mode, requiring the operator to reactivate it via the user interface on the gas blender unit to ensure continuous operation. The heart-lung machine's essential functions, including pumps, alarms, sensors, and safety systems, remained operational and continued to perform as designed. A detailed investigation has been conducted. Results revealed that this type of event can be caused by specific high-level processes, such as the logger or window manager applications, which can trigger a segmentation fault or watchdog timeout. This leads the linux operating system to reset the logger or windowmanager application to restore normal operation. Livanova initiated an improvement action in order to further decrease the already low frequency of occurrence of this type of event. The risk is in the acceptable region. No specific other action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H.11 according to interviews with the customer, the symptoms occurred when the case was started and the main flow was gradually increased and reached full flow. The symptoms were that the control area was displayed, but the monitoring area, dynamic area, and navigation area went blackout, and the cockpit was rebooted. The user then pressed the "last case" button and the display returned. He was able to use the system without any problems after that. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a cockpit screen of an essenz console went black. In detail, when the pump was turned on and the total flow was being brought up, the cockpit suddenly went black, and then the profile selection screen for when the power was turned on appeared. At that time, the pump was running. After pressing the "last case" button, the profile was loaded, and the operation was restored, and the operation continued as it was, and ended without any problems. There was no patient injury.